Manufacturer narrative:
D4 serial number: [(B)(6)] continuation of d10: product ID 97755 serial# (B)(6), UDI#: (B)(4). Product type recharger product ID 97755 serial# (B)(6), UDI#: (B)(4). Product type recharger this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer technical service representative that their ¿recharger unit was extremely hot¿ and that ¿this is the one used for the bottom part of the body¿. It was further reported that after trying to charge for about one minute, the patient controller displayed a ¿poor recharger quality, reposition charger and try again¿ message. The device then ¿did nothing¿ and then ¿green and right away an amber light flashed on the remote¿. The charge quality was re-checked and the recharger telemetry module (rtm) was moved closer to the implant. It was stated that screen 17 (the patient controller unlock screen) was displayed on the patient controller and that the ¿recharger model 97755 got really/very warm¿. It was noted that the patient was implanted with two implantable neurostimulators (inss) and that the patient¿s ¿doctor/nurse were not mentioning that they were the issue¿. The patient had two patient controllers and two rtms, which were tested in all possible combinations ¿ including with the ¿antenna charger on the ins and without¿. The patient controller was tested with 2 aa batteries instead of the lithium rechargeable battery pack and was confirmed to work, ¿even if it would not charge the ins that way¿. The patient was sent a rtm kit and the issue was considered resolved. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No further complications were reported or anticipated.